Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient presented to the emergency room and was hospitalized for the event. The patient was treated with unknown antibiotics for the event. The patient was discharged from the hospital nine days after admission and was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.